Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information the cause of the event is unknown but may be related to the factors listed above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in (B)(6), this was a case of a 29mm sapien 3 transcatheter heart valve in aortic position by transfemoral approach. As reported, a bav was performed with a 25-cc balloon with no incidence. Next, the valve was implanted under a ventricular pacemaker at 200 bpm through the safari guidewire, after which, severe hypotension and bradycardia were observed. Cardiac tamponade due to pericardial effusion was observed and an image compatible with ring rupture was seen on angiography. Advanced CPR maneuvers, intubation, use of inotropic and vasoactive drugs and evacuating subxiphoid pericardiocentesis and pericardio-femoral autotransfusion were started. The area of rupture was sealed using a 4x8mm plug ii vascular device with initial hemodynamic improvement. However, after a few minutes, patient presented with bradycardia and progressive hypotension, and plug interference with CT and da. Coronary angioplasty was performed with flow improvement, but after a few minutes the pacemaker failed to capture. The patient presented with bradycardia and subsequent electromechanical dissociation with no signs of tamponade, thrombosis or coronary stenosis and correct sealing of the aortic rupture. Advanced CPR maneuvers continued but a pulse could not be obtained, and the patient expired.